Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the screen on the connected glidescope core 15-inch monitor lost image. The customer attempted to unplug and re-plug the device; however, the light on the connected glidescope spectrum single-use lopro blade would light up for a second without image and then would turn dark. The customer's verathon territory manager tested the monitor and cable the following day at the facility and isolated the issue to the smart cable. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. Upon visual inspection of the returned smart cable, the verathon technical service representative (tsr) identified hdmi connector damage. Two (2) hdmi pins were found bent out of place and the hdmi connector plastic was damaged. Due to the identified damage, the tsr was unable to connect the smart cable to verathon's test equipment; therefore, the reported image issue could not be reproduced. Despite being unable to perform functionality testing, it is likely that the damaged connector pins caused or contributed to the reported image issue. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.